Manufacturer narrative:
(B)(4). It was reported that, on (B)(6) 2013, the patient underwent urethral dilation, cystourethroscopy with hydrodistention, and trigger point injection in more than 3 muscles.

Manufacturer narrative:
(B)(4). Conclusion: no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly. In addition, a review of the batch manufacturing records was conducted and the batch met all finished goods release criteria.

Manufacturer narrative:
The patient underwent mesh implantation in order to treat stress urinary incontinence. It was reported that following insertion the patient experienced pain, infection, urinary problems, and dyspareunia. The patient underwent a hysterectomy in 2005. It was reported that the patient underwent removal on (B)(6) 2013 due to pain, infection, urinary problems, and dyspareunia. (B)(4).

Event description:
It was reported that the patient underwent a gynecological procedure on (B)(6) 2004 and a mesh was implanted. It was reported that patient experienced pain, erosion of internal bodily tissue and other injuries following the procedure. It was reported that the patient has undergone multiple surgeries and revisionary procedures. No additional information was provided.

Manufacturer narrative:
(B)(4). It was reported that following insertion the patient experienced urinary incontinence and urethral stricture. It was reported that patient underwent lysis of adhesions on (B)(6) 2013 by (B)(6).